Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis. The pt was hospitalized for the peritonitis and was discharged (length unspecified). On unreported dates (same month), the patient was treated with vancomycin, IV (intravenously) daily, anidulafungin, IV, daily, and meropenem, IV, daily (doses not reported). The cause of the peritonitis was diarrhea. The patient's pd catheter was removed and hemodialysis was initiated. At the time of this report, the pt was recovering and was no longer on pd solutions. On an unreported date, the following month, the pt recovered. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Patient experienced peritonitis on an unknown date in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).